Manufacturer narrative:
Blood glucose (bg) of 46 and 53 mg/dl was recorded by continuous glucose monitor (cgm) at 1:11:48 pm and 2:06:47 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. Multiple tubing fills of size 11.3 and 16.0 units were observed on (B)(6) 2019 and (B)(6) 2019 at 7:00:12 am and 2:26:19 am, respectively. User made bolus requests without entering current bg and while still having insulin on board (iob). If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48mg/dl; cause was unknown. Glucagon was administered to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.